Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced increased seizures. Clinic notes dated (B)(6) 2014 note that the generator is at the end of battery life and the patient would be referred for generator replacement. The patient underwent generator replacement. The explanted generator has not been received to date. It is unknown whether or not the increased seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. Additional information was received stating that the vns patient¿s increase in seizures was at pre-vns baseline levels. The increase in seizures was not believed to be related to vns but due to sleep deprivation. A sleep study confirmed that the patient had obstructive sleep apnea not related to vns.